Manufacturer narrative:
(B)(4). Concomitant products: guide wire: universal ii, doc extension,grandslam; stent: xience prime 3.5x23 mm and 3.5x15 mm. (B)(4): distal to stent. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Difficult to remove/guiding catheter resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the japan xience prime everolimus eluting coronary stent system instructs the physician to place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified lesion located in the proximal, mid and distal right coronary artery (rca) that was 99% stenosed. A 3.5x23 mm xience prime and a 3.5x15 mm xience prime were implanted in the ostium. Intervention was initiated in the distal and mid rca. The 2.5x28 mm xience prime was advanced, but did not go further than the proximal rca as it became caught with the stent struts of the previously implanted 3.5x15 mm xience prime stent. A double-wire technique was used to help advance the 2.5x28 mm xience prime sds but was unsuccessful. The 2.5x28 mm xience prime sds was removed; however, resistance was felt retracting the sds into the guiding catheter. Once removed, the proximal part of the stent implant was found flared. The ivus catheter was advanced to examine the previously deployed stents to determine if any damage/anomaly had occurred and no anomaly was observed. After replacement of the guiding catheter with a 7f guiding catheter and with the support of 4f catheter, a 2.75x23 mm xience prime and a 2.75x18 mm xience prime were implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.